Event description:
It was reported that 14 months following a coronary artery drug eluting stenting treatment procedure there was thrombosis. A 3.0x16mm taxus express2 drug eluting stent was implanted in the mid left anterior descending (lad). Fourteen months following this procedure, the pt presented with st elevations and myocardial infarction. Thrombosis was discovered and the physician reestablished flow with angioplasty to the mid lad. The pt was stable following this procedure. It was reported that the pt was not taking plavix. Additional info has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.